Event description:
Arjo was notified about an event where a bariatric disposable repositioning sling was involved. It was reported that during the repositioning of the patient, the caregiver's foot was tangled in the loop of the repositioning sling. The caregiver lost balance and managed to grab the side rail of the patient's bed to prevent falling. As a consequence of the event, the caregiver's legs were as pulled in the opposite direction causing pain in the left hip.

Manufacturer narrative:
Due to the fact that the event happened in (B)(6) 2022, the sling inspection results were not provided. The customer did not report any sling malfunction. The disposable repositioning sling is a product intended for assisted lateral repositioning and/or lateral transfer of patients/residents with limited ability to move. The reported complaint is a sequence of unfortunate events where the caregiver¿s foot was tangled in the loop of the repositioning sling. To conclude, the arjo sling was used by the patient when the event occurred, and from that perspective, it played a role in the event. However, it did not fail its technical specification. We decided to report this complaint to the competent authorities due to the fact that the caregiver slipped over the sling loop.